Event description:
It was reported that 133 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 80% with timi iii flow was reported. It was not reported that the lesion was pre-dilated. A 2.5x24mm taxus stent was deployed at 12 atm in the mid lad. It was reported the stent balloon was then inflated to 14 atm. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received plavix and aspirin prior; heparin and nitroglycerin during the procedure. No complications were reported. The patient presented 133 days after the initial procedure with a 90% in-stent restenosis with timi I flow in the mid lad. A 2.5x9mm boston scientific balloon was used to dilate the lesion. A 2.75x24mm non-boston scientific stent was deployed at 14 atm in the region of the lesion. Post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received aspirin prior; nitroglycerin, and heparin during the procedure. No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.